Event description:
It was reported that this implantable pacemaker device was explanted due to premature battery depletion (pbd). A new device with a different model was implanted. No additional adverse patient effects were reported.